Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 214 mg/dl compared with the lower sensor glucose reading. The customer called back again, stating that her blood glucose reading was 190 mg/dl and the sensor glucose reading was 302 mg/dl. She also observed a bent sensor cannula. On previous occasions, the customer also reported similar issues in which the blood glucose reading was 145 mg/dl versus the sensor glucose reading of 81 mg/dl. She had also mentioned a weak signal alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.